Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. One opened company injector sample was returned for evaluation for the report of a damaged iol. A visual inspection of the iol handpiece injector was performed and was found to be non conforming with dents, nicks, raised and pushed metal on the plunger surface and a bent plunger. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. Device or batch record review a review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported products acceptance criteria. The investigation conducted a non conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The four photos attached to the parent complaint were reviewed by the investigation site. The photos show an eye with a damaged iol. The reported issue was confirmed from the photo review. Inconclusive the complaint evaluation confirms that the injector plunger is bent. The root cause for the non conforming plunger height is unknown. How and when how the plunger became bent cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. Unrelated to the reported event, the evaluation indicated dents, nicks, raised and pushed metal were observed on the plunger surface. How and when dents, nicks, raised and pushed metal occurred on the plunger surface cannot be determined from this evaluation; therefore, a root cause could not be determined. Most likely root cause for the damage is handling of a reusable device. The injector was manufactured in may 2022. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing related deficiencies were found that potentially could have contributed to the complaint. Potential contributing factors while the root cause and its origin are inconclusive, the following factors outlined in the reported product s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. As part of handpiece preparation, users are advised to inspect the handpiece before each use for any damage. If the handpiece especially the plunger tip appears damaged, bent, or incapable of proper use, it must not be used and alcon contacted for support. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported with a description of intraocular lens was damaged. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer's internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.